Event description:
Additional information received from the patient indicated that they did not have device issues. They noted that disc disease was the cause of their nerve issues. The patient stated that their nerves grew back, and ablations will be done every 6-9 months as needed to resolve their issues.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a nerve that was ¿coming off,¿ so they had it ablated. It was reported that they were getting ¿cautel¿ ablations done on their nerves for pain management since maybe nine months after they were implanted with the device. It was reported that the patient had always had nerve issues, which had been going on for years, but they didn't start ablations until after they got the stimulator. It was also reported that they have ablations done probably every 6 months, with the last one being about 5 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.